Event description:
On (B)(6) 2015, the patient was presented with pain of a lumbar vertebrae and underwent emergent endovascular repair of a suspected abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses featuring c3® delivery system (rlt311415j/13336568 and plc161200j/13469715). The patient has a pre-existing excessive thrombus ranging from the proximal neck to the aneurysm sac, but as repair of the abdominal aortic aneurysm rupture was considered to be more important, the rlt311415j was deployed in the proximal neck with a lot of thrombus. An intra-procedure angiography revealed thrombosis of the right renal, the left popliteal, and the left posterior tibial arteries. The procedure was concluded with a wait-and-watch approach taken to the thrombosis of those arteries. It was reported by the physician that as there was excessive thrombus in the proximal neck, thrombosis of the branch arteries was predictable. However, as the patient¿s death due to aneurysm rupture is even more serious than the thrombosis, it would be unavoidable to deploy the endoprosthesis in the proximal neck, resulting in the thrombosis of branch arteries. Additionally, it was reported that as the rlt311415j was placed in an area where the left renal artery is covered during deployment, it needed repositioning, which could cause thrombus to spread and occluded the left renal artery.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.